Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had undergone three surgeries to move the lead to work in his lower legs. The manufacturer's device registry confirmed that the patient's leads had been explanted and replaced with a paddle lead. For subsequent events, see MFR. Rep. # 3004209178-2012-04120.

Manufacturer narrative:
Lead model 3487a lot# v284055 implanted: 2009-(B)(6) explanted: 2010-(B)(6); lead model 3487a lot# v284055 implanted: 2009-(B)(6) explanted: 2010-(B)(6); lead model 3776-60 serial# (B)(4) implanted: 2009-(B)(6) explanted: 2010-(B)(6); extension model 37082 serial# (B)(4) implanted: 2009-(B)(6) explanted: 2010-(B)(6); anchor model 3550-39 lot# n218869 implanted: 2009-(B)(6) explanted: 2010-(B)(6); anchor model 3550-39 lot# n210962 implanted: 2009-(B)(6) explanted: 2010-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulation "fluctuated" when the patient moved so he had to adjust stimulation of ten, and that had been going on since implant. It was noted that the patient was able to turn stimulation on last night.